Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The device has not been made available to philips. Visual and functional testing could not be performed since the customer refused to pay for the repair. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to pay for the repair.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the malfunction of treatment knob. There was reportedly no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the malfunction of treatment knob. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.